Event description:
The pt called lfs alleging tht their one touch meter was reading inaccurately erratic. The pt reported blood glucose results of 369 mg/dl and 261 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.